Event description:
Procedure type: low anterior resection. Patient sex: unknown. According to the reporter, after the anastomosis was made, the surgeon pull out the device and found that the donut on the distal side was not a full donut. Reportedly, the surgeon did not find any other issues with the anastomosis. The surgeon then created a covering stoma of the small bowel and completed the procedure.